Manufacturer narrative:
Investigation into this event concluded that a false negative vitros amph result occurred, and was isolated to a specific test event of a single proficiency sample. Investigation was unable to determine an assignable cause. No instrument or reagent malfunction was identified as a contributing factor. A pre-analytical user error involving sample mix up cannot be confirmed or ruled out as a contributing factor. Root cause of the event is unknown.

Event description:
A false negative vitros amph result was obtained from a single proficiency sample while using the vitros 5,1 fs chemistry system. The magnitude and direction of the false negative vitros amph result observed may lead to inappropriate physician action if it occurred undetected on a patient sample. Patient samples were not affected and there was no allegation of patient harm. (B)(4).